Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h6: adverse event problem - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and passed/failed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).